Event description:
The pt was unable to hear sounds during a programming session in november 2005. Integrity testing (date unk) showed that the device had failed. The surgeon explanted the device in 2005 and reimplanted a new device.